Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), orgasm abnormal ("mild discomfort after o but it's become unbearable") and dysuria ("now happens when I go to the bathroom too"). The patient was treated with to remove essure. Essure was removed. At the time of the report, the pelvic pain, orgasm abnormal and dysuria outcome was unknown. The reporter considered dysuria, orgasm abnormal and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : dysuria, orgasm abnormal and pelvic pain to quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: content received from social media. New events added: "pelvic pain", "mild discomfort after o but it's become unbearable", "now happens when I go to the bathroom too"."e-free" event deleted and added as an intervention for event "pelvic pain". New reporter added. Device tab updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), orgasm abnormal ("mild discomfort after o but it's become unbearable") and dysuria ("now happens when I go to the bathroom too"). The patient was treated with to remove essure. Essure was removed. At the time of the report, the pelvic pain, orgasm abnormal and dysuria outcome was unknown. The reporter considered dysuria, orgasm abnormal and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : dysuria, orgasm abnormal and pelvic pain to. Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.